Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving multiple shocks. A remote monitoring transmission indicated the patient had been treated for an episode of ventricular tachycardia but the rhythm was suspected to be supra ventricular tachycardia. The shocks were expected to be inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.